Manufacturer narrative:
D1: updated device brand name. D6b: added explant date. D9: updated the devices return information.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 58-year-old female patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a small hematoma at the axillary site. A pressure dressing was applied. Heparin was held. Pending a computed tomography (CT) scan and a cardiothoracic surgery (cts) consult. The post procedure outcome is unknown. The impella functioned at p-8 at 4.3l/min as intended. Bleeding (hematoma) is also a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
The patient is still on support. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.